Event description:
Report received of an over-delivery. The pump was programmed in the continuous plus pca mode to deliver demerol 10mg/ml at a rate of 10mg/hr, with a 15 mg pca dose, 10-minute pt lock out and a 250mg 4-hour limit. At 1740, a new syringe was placed in the pump. At 1800, the nurse entered the pt's room and found the pt "not easily aroused and unresponsive". The pt was given 0.4mg of narcan and was reportedly slow to respond, but was alert at 1810. There were reportedly 3-5ml remaining in the 30ml syringe. There was no reported adverse sequelae. Though requested, no further info was available.